Event description:
It was reported that the patient developed neurological dysfunction. The patient was admitted on (B)(6) 2022. The patient had an intracranial bleed for more than 24 hours. A computed tomography (CT) was used to diagnose the event. The patient had a brain stroke and headache. The anticoagulant therapy at time of event was warfarin and aspirin. The patient was also put on additional medication. The causes of neuropathy was the patient has been administered with warfarin and international normalized ration (inr) was longer than the target range. The treatment on admission was cerebral aneurysm embolization. On (B)(6) 2022, the patient developed neurological dysfunction. The patient had an intracranial bleed on the right hemisphere. A CT was used to diagnose the event. The patient had a brain stroke with paralysis on the left side of the body. The anticoagulant therapy at time of event was heparin. A surgical procedure was done and anticonvulsant agent was given. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.